Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Insulin pump received stuck in motor error loop during bolus and basal delivery. Unable to confirm alarm in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage.

Event description:
It was reported that the insulin pump alarmed multiple errors, including motor error. The customer had reverted to a back-up plan. The customer's blood glucose was 260 mg/dl. Nothing further was reported.